Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg as recommended after experiencing overstimulation while recharging the ipg. In turn, the ipg is non-functional. It was also reported the patient needs an MRI. As a result, the patient will undergo surgical intervention.